Event description:
The customer reported that this remote nurse's station (rns) did not alarm; however, the central nurse's station (cns) did alarm. This caused a delay in treatment and the patient passed away.

Manufacturer narrative:
The customer reported that this remote nurse's station (rns) did not alarm; however, the central nurse's station (cns) did alarm. According to the customer, they didn't hear an alarm from the rns when the patient was alarming; however, they did hear it at the cns and in the room. This caused a delay in treatment and the patient passed away. Technical support (ts) sent the customer the investigation guide and the steps to pull the log files. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient information: attempt # 1: 06/28/2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for (B)(6) to call me back with the patient and device information. Attempt # 2: 07/01/2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for (B)(6) to call me back with the patient and device information. Attempt # 3 07/08/2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for (B)(6) to call me back with the patient and device information. The following fields are not available (n/a) to this report: patient date of death. Additional model information: concomitant medical device: the following device was used in conjunction with the rns: cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that this remote nurse's station (rns) did not alarm, causing a delay in patient treatment and the patient passed away. However, the central nurse's station (cns) did alarm.

Manufacturer narrative:
Details of complaint: the customer reported that this remote nurse's station (rns) did not alarm, causing a delay in patient treatment and the patient passed away. However, the central nurse's station (cns) did alarm. Details of complaint: the root cause of alarms not alarming is related to use of defective software. Version 02-10 for the rns has known alarm audio issues, which was resolved in version 02-10a. The customer was using 02-10. Nka personnel were sent on-site to perform software upgrades for the facility's rns systems. A serial number review of the reported device does not reveal additional related complaints. The alarm issues with the rns version 2-10 have been resolved with newer software updates. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for (B)(6) to call me back with the patient and device information. Attempt # 2: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for (B)(6) to call me back with the patient and device information. Attempt # 3 (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for (B)(6) to call me back with the patient and device information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the rns: cns: model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4). Additional information: b2 date of death b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative